Manufacturer narrative:
The device was reprogrammed so that automatic capture is on and the patient will continue to be monitored. At this time, this rv lead remains implanted and in service. No additonal information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientifc received information that during a follow up, this right ventricular (rv) lead presented with pacing impedance measurements above 2,500 ohms, an increase in pacing thresholds, and a decrease in amplitude measurements. No adverse patient effects were reported.